Event description:
Caller reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level as it remained between 54-500 mg/dl. Customer was instructed to attempt various troubleshooting steps, including checking that the pump was not plugged into a power source and pressing a specific button, but the display did not turn on. When plugged into a known working power source, the pump display still initially did not illuminate, and while it turned on eventually, the display stayed black. The pump was determined to be out of warranty, and the customer decided to purchase a new pump.